Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that when opened the package they found an extra needle. More information has been requested.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 6,300 units of this code-batch. There are no units in our stock. We have not received samples from the customer for analysis. We have only received a blurred picture showing two needles. According to the information received, the customer found an extra loose needle when opening one pouch. After internal investigation, it has been determined that the most likely root cause is that during manufacturing process the vision control system of the current winding machine did not detect that an extra loose needle (without thread) was packed inside one pouch with the normal suture, by mistake. It has been determined that this is a punctual error and only this unit is affected with this issue. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account the picture received from the customer does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.